Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: patient presented with following pre-op diagnoses: lower back pain with associated bilateral lower extremity symptomatology; degenerative disk disease, l2-3, l3-4, and l4-5 levels; mild instability, l3-4 level; spinal stenosis l3-4 and l4-5 levels; bilateral disk herniation, l2-3 level, left side and l3-4 level, right side. For which, patient underwent following procedures: anterior lumbar diskectomy l2-3, l3-4, and l4-5 levels; anterior lumbar interbody fusion, l2-3, l3-4, and l4-5 levels utilizing titanium cage implantation with bone morphogenic protein and bone graft crystals. Per op notes, the l2-3 interbody space was then copiously irrigated with antibiotic normal saline solution. Some bone graft crystals and bmp sponge were then packed into the posterior aspect of the interbody space. The selected cage was packed with bmp sponge and bone graft crystals. It was then tapped into the l2-3 interbody space and countersunk. The cage appeared to fit quite well and was stable and secure. The cage was noted to be in satisfactory position with intraoperative imaging. Additional bmp sponge and bone graft crystals were then packed in the interbody space around the cage. Attention was then turned towards the l3-4 level. Some bone graft crystals and bmp sponge were then packed into the posterior aspect of the interbody space. The selected cage was packed with bmp sponge and bone graft crystals and was then tapped into the l3-4 interbody space and countersunk. The cage appeared to fit quite well and was stable and secure. The cage was noted to be in satisfactory position with intraoperative imaging. Additional bmp sponge and bone graft crystals were then packed in the interbody space around the cage. In a similar fashion in the l4-5 level, some bmp sponge and bone graft crystals were then packed into the interbody space on the posterior aspect. The selected cage was packed with bmp sponge and bone graft crystals and was then tapped into the l4-5 interbody space and countersunk. The cage appeared to fit quite well and was stable and secure. The cage was noted to be in satisfactory position with intraoperative imaging. Additional bmp sponge and bone graft crystals were then packed in the interbody space around the cage. Patient tolerated the procedure well with no complications reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.